Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the handle was being pulled out after tapping the footprint ultra suture anchor into the patient, the anchor pin was out and could not be used. A back-up device was reportedly used to complete the procedure and there was no report made regarding a delay. There is no report of patient injury associated with this alleged incident.

Manufacturer narrative:
Narrative - one 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the device shows the anchor is intact and attached to the inserter. Three legs of ultrabraid suture are captured in the eyelet of the anchor. Dimensional assessment of the anchor found it met print specification. Functional assessment of the device confirmed the torque limiter and inner grub screw function as intended. With the limited clinical details provided regarding site preparation and patient bone quality no root cause can be determined. No root cause related to the manufacturing process can be established. Further investigation is not warranted. (B)(4).